Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on 07/02/2018 stating that oversensing was observed on this lead with inappropriate anti-tachycardia response (atr) events . The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).